Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was user induced. There was no inpact to the customer's blood glucose due to this reported issue. Reportedly, customer reverted to manual injections for insulin therapy.